Manufacturer narrative:
For the lead, multiple signs of wear were found along the lead body which most likely are the result of mechanical stress over the lead's long service time of 112 months. The observed damages can be seen as root causes of the oversensing issues and high out-of-range impedances mentioned in the complaint description. Furthermore, the visual inspection showed deformations of both shock coils and the conductor cables as well as cuttings in the insulation body which most likely occurred during the explantation procedure. The analysis did neither for the ICD nor for the lead reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 112 months, oversensing with inappropriate shocks was reported. Upon interrogation on (B)(6), pacing and shock impedance values were out of range. Normal sensing values were observed. The lead and ICD (reached eri )were explanted. During the explantation procedure, the lead reportedly got cut. This lead was returned to biotronik for analysis. Apart from the shocks no further adverse patient side effects have been reported.